Event description:
Hcp reports pt with ins system implanted for rsd fell and had numbness in both legs. X-ray filsm were done with no changes observed. Exam of pt was normal. Symptomatic treatment was prescribed and the pt recovered without sequela. No report of device explantation.